Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2023. H6 component code: g07002 no device problem found . H3 investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, one dispensed needle suture piece of product code 8711. Upon visual inspection of the sample, it was noted that one needle suture piece, the suture was examined and the end was cut. In further investigation, it was determined that the needle suture belong to product code 8711, and no issues related to the product mix were found. In addition, the winding former was examined, and no double mark could be observed in the tray that indicates there was placed an extra needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure in 2023 and suture was used. Before use on the patient, when opening the package, there is usually a double-armed needle-suture in a package, but this time there were a double-armed needle-suture and a single-armed needle-suture in the package. The double-armed needle-suture was used without problems. No adverse patient consequences were reported. Additional information was requested.